Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. One retain sample was inspected and there were no anomalies noted. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
Additional information received on (B)(6) 2015 from the consumer stated that her eyes felt uneven and that her pupil feels loose, and she has no further follow-ups with her eye care provider. Additional information received on (B)(6) 2015 from the consumer stated that her eyes are better and the event has resolved.

Event description:
It was initially reported on (B)(6) 2015 that a consumer mistakenly used her husband's solution to rinse her lenses and thought it was multipurpose solution. The consumer did not realize what was wrong until she inserted the other lens as well. The consumer removed the lenses and flushed her eyes with water. The burning stopped, but her right pupil became larger than the other, the colored part of her eye looked lighter, and the white part looked as if it was not adhering to her eye. The consumer stated that it would bunch up in the corner of eye as she turned her eye. There was not much of a problem in the left eye. Additional information received on 06/24/2015 from the consumer stated that the event had not resolved and lens wear had not resumed. The consumer stated that she did go to the doctor and was diagnosed with a chemical burn. Additional information has been requested but not yet received.